Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the "burr and long attachment are stuck" in the motor device. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed.

Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and was found the cutter won't lock in. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation was corrected. (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear from excessive force, which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.